Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 2271886. Device history review: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the blood heavy metal increased patient code if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was indicated that the patient was revised to address extensive bone loss. Operative findings include a large amount of fluid in the joint, necrotic tissue in the femur and around the trunnion, extensive bone loss around the greater and lesser trochanter, the stem was found to be well fixed only at the distal half of the implant, the cup had no evident bony ingrowth, and there was a significant amount of corrosion on the trunnion. A surgical delay of sixty minutes was attributed to the case due to the extensive bone loss at around the acetabulum and femur which required an extended trochanteric osteotomy to remove the stem which was noted to be extremely well fixed only at its distal one-half. Doi: (B)(6) 2007, dor: (B)(6) 2017, (right hip).